Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch verio iq meter was displaying an error 4 message. The complaint was classified based on customer service representative (csr) documentation and a review of the call conducted by the csr. The patient reported that the alleged error message began to appear at 10:00am on (B)(6) 2018. The patient manages his diabetes with insulin pump therapy and stated that, as a result of the alleged error message, he was not able to obtain a blood glucose reading and so was unable to take the ¿right amount¿ of insulin. He did not provide any dosages. The patient reported that approximately 1 hour after the alleged error message began to appear, at 11:00am, he began to feel ¿lightheaded¿ and was ¿shaking¿. In response to these symptoms the patient ¿took a bit of orange juice¿ as treatment. During troubleshooting, the csr verified that this was not the first time the patient has used the subject meter, the test strips had been stored correctly and had not expired, the test strips were completely drawing up the sample and the patient¿s testing process was correct. The csr also walked the patient through a retest but the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to test his blood glucose due to an alleged error message appearing on the subject meter.